Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image had a blackout. The reported issue occurred during preparation of use for an unknown procedure. The procedure was completed using an unspecified device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed, however during the device evaluation noise was observed on the image causing intermittent image disappearance. This finding was due to damage on the charge - coupled device unit. Additionally, scope communication error e218 was observed due to the damage on the charge - coupled device unit. Upon further inspection, it was observed that there was a chip on the adhesive of the bending section cover due to chemical or physical stress. It was also observed that the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe. It was observed that there was a crack on the video connector case and on the video connector itself due to a handling problem. Lastly, a scratch was observed on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.